Event description:
Healthcare professional reported "deflation", then later "significant capsular contracture". Later healthcare professional reported "capsular contracture baker grade IV". This record is for right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a6, d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for right side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional additionally reported "capsular contracture, baker grade IV". This record is for right side. The device has been explanted.